Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a force sensor bridge error. There was no patient involvement.

Manufacturer narrative:
D9: device returned date "2024-aug-30". H3: one device was returned for repair concerning a ¿force sensor bridge error.¿ service history was reviewed and no relevant information found pertaining to current complaint. Alarm history was verified through the event history log, and it was found that the pump had an error for the force sensor as well as a pump motor drive phase b post. The force sensor and the force printed circuit board (pcb) sensor were replaced. The main pcb had to be replaced due to an error with the force sensor circuit. The pump passed all performance verification testing.